Event description:
It was reported by the clinician that the patient was walking and said "oh, no" and fell back. Ems was called and did CPR. Patient was in ventricular fibrillation in the emergency department and "came out of that rhythm. Reportedly blue in the ed, unknown how long. Probably had anoxia of the brain that contributed to death." The clinician was asked to turn off the device therapies. The clinician further repoted there is a concern that possibly the device did not detect dysrhythmias properly and therefore possibly missed treatment. Patient was not pacemaker dependent and was non-compliant with follow-up appointments with his physician. On the strips obtained post-admit, impedances were stable and no apparent problems with the system. A complete device interrogation was never done and family did not want an autopsy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.